Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site attempted to open the imaging acquisition system (ias) gantry this morning after initial boot-up. During the process, the system made a loud popping noise, and the gantry door would not fully open. There was no patient present.

Manufacturer narrative:
(Hh3,h6): manufacturing representative arrived on site and the door would open and close with no issues, spoke to a clinical rep that was on site and they think it was just a drape that got caught in the door sensor, they also explain and that when the door gantry was opened, it makes a pop sound. Inspected this sound and reseated the cover screws, also leave these screws just a little loose so the plastic can flex. Opened and closed the door three to four times with no issues in opening or closing and this alleviated the popping sound when the door is opened. A system checkout was performed in accordance with medtronic annual service manual. The system was ready for clinical use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000969, product ID: bi71000986, product ID: bi71000554, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.